Event description:
It was reported that this implantable cardiac resynchronization therapy pacemaker (crt-p) showed battery depletion earlier than expected. The estimated device longevity decreased from 4.5 years to 2 years. Technical services (ts) discussed that the decrease in battery longevity was expected and related to increased lv pacing output. The lv output was increased due to variable capture thresholds, which resulted in increased power consumption and a faster decline in estimated battery life. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 impact codes. This supplemental report was created to capture additional information. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however device was disposed by the hospital. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review

Event description:
It was reported that this implantable cardiac resynchronization therapy pacemaker (crt-p) showed battery depletion earlier than expected. The estimated device longevity decreased from 4.5 years to 2 years. Technical services (ts) discussed that the decrease in battery longevity was expected and related to increased lv pacing output. The lv output was increased due to variable capture thresholds, which resulted in increased power consumption and a faster decline in estimated battery life. To date, this device remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 impact codes. This supplemental report was created to capture additional information.

Event description:
It was reported that this implantable cardiac resynchronization therapy pacemaker (crt-p) showed battery depletion earlier than expected. The estimated device longevity decreased from 4.5 years to 2 years. Technical services (ts) discussed that the decrease in battery longevity was expected and related to increased lv pacing output. The lv output was increased due to variable capture thresholds, which resulted in increased power consumption and a faster decline in estimated battery life. To date, this device remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted. No additional adverse patient effects were reported.